Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) with symptoms of syncope. The health care professional (hcp) found that there was observations of loss of capture however, the duration was unknown. Hcp called to have boston scientific technical services (ts) review the data. Ts found that there were high thresholds which resulted in loss of capture on this non-boston scientific right ventricle (rv) lead. Ts suggested to test the thresholds again and provided device programming options. Additionally, the rv pacing impedances have decreased from 300 ohms to the mid 200 ohms. It was noted there were no episodes and no noise was seen. The hcp did evaluate the thresholds again and the device was reprogrammed to make the rv lead less sensitive. At this time, this pacemaker and no-boston scientific rv lead remains in service. No adverse patent effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).